Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic low anterior resection procedure, for the first firing, the 60 mm reload was applied to the rectum and the green button was pressed. The first squeeze of the handle was done successfully however, on the second squeeze a crack sound was generated and the device stopped advancing. The reload was replaced with another 60 mm reload however, the same event occurred. On the third attempt, the handle was also replaced and used with a new 60mm reload but still the same issue occurred. Since there was no black reload available, a 45mm reload was used but it still could only fire for one stroke of the handle. The doctor judged that the resection was not possible laparoscopically so the procedure was converted to an open procedure. Another device was used to complete the procedure which was extended by less than 30 minutes.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument firing knobs were retracted and the articulation lever was in neutral position. Instrument upper rotation knob and articulation lever were visually evaluated. Evidence of proper welding was observed in the upper rotation knob. This observation suggests that the articulation lever was properly welded to the upper rotation knob. An access hole was cut in the instrument body, through it the rack tooth teeth 12 and 13 were observed to be broken. The instrument's articulation knob detached during functional testing. Further functional testing determined that the device was used on thick tissue. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the sheared teeth on the firing rack may occur in any of the followi ng circumstances: firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. Additionally, the investigation detected a secondary condition of articulation knob disengaged that has no relationship to the reported condition. The force applied during the clinical procedure could have weakened the welding of the articulation cover, resulting in the articulation cover disengaging during pmv functional evaluation. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.